Event description:
The end user states that his chair will drive, then when he stops the chair will go into a yellow screen and say drive inhibited. Then he must push up on his seat for either the tilt or the recline function and then his chair will begin to move again. He states this happens randomly and his chair is not in tilt or recline when this happens.